Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information received from the customer confirmed that the difficulty inserting the scope was unrelated to the adverse events the patient experienced.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the patient developed acute pulmonary edema and alveolar hemorrhage requiring mechanical ventilation and chest drain for pneumothorax. Physician reported difficulty during scope insertion at oral cavity above the tongue as well as negotiating at pylorus while patient in prone position. There was no report of a device malfunction.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information, device evaluation and the results of the final investigation. Updated fields: d9, h3, h4, h6 the device was returned to olympus for inspection, and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.